Event description:
Re-do aortic valve replacement for significant prosthetic valve degeneration. Aortic valve implanted six years ago. Patient evaluated by an echocardiogram, which revealed a moderately severe prosthetic valve aortic incompetence with moderate mitral and tricuspid regurgitation.